Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated that the sensor electrode was not in the sensor needle. The customer does not know if the electrode was stuck in the body. The customer inserted the sensor properly. The customer returned the sensor back for analysis. No further information was provided.